Manufacturer narrative:
Philips service suggested replacement of the detector chiller and fdc board; the status remains unclear. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that image loss occurred due to detector chiller and fdc board failure on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.